Manufacturer narrative:
(B)(4). Multiple attempts have been made by baxter to clarify the reported symptom and obtain add'l contact info from this customer. However, there has been no response from the customer and this device has not been returned to baxter for service. A supplemental will be submitted if the device is sent to baxter for service or add'l info is obtained.

Event description:
It was reported that a device alarmed for an unspecified fix code. Any pt involvement, injury or medical intervention is unk.